Event description:
It was reported that device unable to be interrogated via multiple programmers and testing in different rooms to avoid electronic equipment interference. Telemetry testing was performed and radio frequency antenna was plugged in and out via two different programmers however all attempts were unsuccessful. Premature battery depletion was observed on the device and previously showing six years to eri six months ago. Device was explanted and a new device was implanted. Patient was stable prior and post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. (B)(4).